Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race: unknown. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.50/2.0/116 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem.cause of the event is reported as unknown.